Manufacturer narrative:
The pump was received with a blank display due to a moisture damaged electronic assembly. The pump also had a moisture damaged motor during the visual inspection. The pump had a minor scratched lcd window, a cracked case at the display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she was thrown into a pool and the pump was submerged. Customer put in a new battery and the pump did not come on. Customer tried putting the pump in rice and tried to dry it out. Customer stated that you can see moisture inside and around the screen of the pump. Customer stated that it is darker on the edges of the screen. Customer experienced a steady vibrate until she removed the battery from the pump. Customer stated that the pump was vibrating without an alarm or alert and there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.